Event description:
It was reported the patient was refilled 1 month ago and the reservoir volumes were off by a little more than 25%. The hcp decided to "watch" the patient as this was the first refill following a pump replacement. The hcp indicated that all the water may not have been removed during pump preparation. The patient called yesterday with diaphoresis and increased spasm. The patient was scheduled to go into the office for further troubleshooting. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.